Event description:
It was reported that during a da vinci nephrectomy procedure, arcing was observed coming from the tip of the monopolar curved scissors (mcs) instrument with an mcs tip cover accessory installed. The mcs tip cover accessory was replaced to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the accessory is returned for evaluation a follow-up MDR will be submitted.